Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and confirmed that there was misalignment in the touch position. A calibration of the touchscreen was performed but it did not resolve the issue. The touchscreen was then replaced, and the reported issue was confirmed to be resolved. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was not confirmed. Pil verified that the returned touchscreen passed all flex cable resistance verification testing and all resistance ration testing. The investigation concluded that there was no problem found with the returned touchscreen.